Event description:
Caller reported experiencing an error with the continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump did not display the cgm error code again. The caller successfully started the sensor session, but disconnected before confirming the sensor startup with support.